Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded and there was tip damage. The device was soaked for a period of time to break up the blood and contrast within the device. The device was then prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device was able to be inflated to rated burst pressure and deflated with no irregularities or issue. During functional testing the balloon inflated to rated burst pressure and deflated with no issues immediately. The reported difficulty crossing the lesion could not be confirmed as the clinical circumstances cannot be replicated. However, there was unreported tip damage to the device. The damage found is consistent to preventing the device from further crossing the lesion and would likely cause resistance if device was advanced.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured and the device failed to cross the lesion. The device was removed completely from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured and the device failed to cross the lesion. The device was removed completely from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.